Event description:
During a procedure for exchange of an indwelling catheter for hepatic infusional therapy, the guidewire was inserted into a piolax spiral guiding catheter. However, friction was encountered during insertion, an upon withdrawal of the wire from the guiding catheter, the tip of the guidewire was found to be seperated and lodged within the guiding catheter. The guiding catheter was withdrawn with the seperated tip still inside it, and another guiding catheter and guidewire were used to successfully complete the procedure. It was noted that resistance was also felt upon insertion into this same guiding catheter with another guidewire from a different manufacturer, which also had to be removed. There was no report of any adverse effects to the pt. The product is available for evaluation and testing; however, it has not been received to date.